Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad plunger clamp and tube lifter. The fse replaced lld spring, plunger clamp, tip clamp, and tube lifter. The instrument was inspected, tested without further problem, and returned to service.